Event description:
The article, "transcatheter mitral valve-in-valve implantation with a new transcatheter heart valve for bioprosthetic degeneration", was reviewed. This research article is a prospective multicenter study that presents a case study of a patient implanted with an 29mm mitral epic valve on an unknown date. The patient had degenerated mitral bioprosthesis, developed mitral regurgitation grade 4. It was reported that about 14 years after implant a valve in valve was performed with a non-abbott valve (25mm j-valve). ) the patient needed second 23mm j-valve implantation because one prolapsed leaflet of the epic valve occluded the inflow tract after the first j-valve implantation. During the valve in valve, post dilatation occurred. The pre peak/mean transvalvular gradient was 38mmhg/13mmhg and the post peak/mean transvalvular gradient was noted as 22mmhg/9mmhg. Mitral regurgitation post valve-in-valve was noted as 1. Also this patient had a concomitant procedure of transcatheter aortic valve replacement (tavr) with the j-valve simultaneously. The article concluded transcatheter implantation of the j-valve system in high-risk patients with mitral bioprosthetic dysfunction was found to be a reasonable alternative and associated with good short-term outcomes [the primary author of the article is yuntao lu, md, department of cardiac surgery, zhongshan hospital, shanghai, china, with corresponding author lai wai, md, department of cardiac surgery, zhongshan hospital, shanghai, china, with email : (B)(6)] related manufacturer reference number: 3005334138-2022-00196, 3005334138-2022-00198, 3005334138-2022-00199, and 3005334138-2022-00200.

Manufacturer narrative:
As reported in a research article, about 14 years after implant with an epic valve the patient had regurgitation and the valve was replaced. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.